Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult aspiration was confirmed. The product returned for evaluation was two 4fr sl groshong catheters. A functional flow test was conducted for each unit using water and a 12 ml syringe. Unit 02 aspirated as intended and was patent to infusion. However, unit 01 was unable to be aspirated. T he two piece connector of unit 01 was disassembled and microscopically inspected. The compression sleeve appeared to be positioned deeper inside the distal connector when compared to a non-complainant unit. The distal piece of the two-piece connector was bisected for further inspection. The majority of compression sleeve was found to be at the distal end of the connector where the bore narrows, causing the compression sleeve to pinch the catheter and impede flow. Such damage can occur if the catheter is advanced too far onto the proximal connector cannula or if a foreign object is inserted into the distal connector.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported in this batch, the valves of 6 consecutive catheters opened and then closed very slowly. After the patient went home, blood reflux caused a thrombotic blockage of the catheter. No other information was provided. It was reported this occurred with six devices. This report addresses all six device.